Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was an inaccurate deliver of insulin. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 04/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/30/2016 with the following findings: the total daily dose history showed that there were date changes from 11/03/2015 to 11/02/2015 and from 02/06/2016 to 01/06/2016. There was no data in the black box from these dates due to continued use of the pump. The daily insulin delivery totals appeared inconsistent due to the date changes. The pump passed delivery accuracy test and found to be delivering within required specifications.